Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified in the pump logs; however, no failure was identified. The information will be used for tracking and trending purposes.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittent altitude alarms occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer's blood glucose (bg) was 49 mg/dl - "high", although a specific value was not provided. The customer addressed their low bg with consuming carbohydrates and treated their elevated bg with a correction via pump. A replacement pump was sent to the customer to resolve the issue.